Manufacturer narrative:
Codes were changed in supplement to reflect incorrect updated information. Codes have been corrected to match initial report.

Event description:
Additional information obtained indicated that the ipg was operable at the time of explant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is to be scheduled for an ipg replacement. No other information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the ipg was explanted and replaced because it was inoperable. Therapy was restored post-operatively.